Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that surgery is tentatively scheduled for (B)(6).

Event description:
Xray showed a slight abnormality of the dbs lead just outside of the stimlock cap. It looks as though the insulation has been stretched and or broken and could be the cause of the impedance issue. The physicians are going to schedule the patient for a possible lead replacement to try and fix the impedance issue.

Manufacturer narrative:
Concomitant medical products: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had two episodes of string tingling sensation and drawing up of their left arm one time while brushing their teeth and one time while showering. The patient has low impedances on all of their bipolar settings on the right side today. Yesterday, they had low impedances on all setting except for contact 8, so impedances seem to be fluctuating due to the short. The patient stated that they fell about 8 months ago and hit their head against the wall directly over the right stimloc. They have had intermittent falls for many years which seemed to be related to their parkinson's disease progression and some freezing of gait. The falls do not seem to be related to the deep brain stimulation (dbs). The right side was set to zero volts to keep the patient from getting uncomfortable tingling on his left arm. The patient will be getting x-rays of the dbs system to looks for fractures in the lead or extension. If any breaks are seen then the physician will discuss surgical options to try and repair the short. The issue has not been resolved.